Event description:
It was reported that during a procedure, the bone pin broke when trying to remove it from the tibial bone. The surgeon managed to pry the broken piece out of the pin driver, and then managed to fit that onto the bent square end of the pin and reverse it out. There was no surgical delay.

Manufacturer narrative:
H10: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system procedure (ukr, pfa, and tka). A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique also includes instruction for proper bone tracker placement and use of the bone pins and bone screws. The user manual also cautions: "do not clamp tracking hardware onto the bone pin threads as this could damage the threads. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system tka surgery . Detailed instructions for placing the bone pins and tracker arrays is provided in the navio¿ surgical technique guide for knee arthroplasty. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal. Per complaint details, the system malfunctioned during use; the bone pin broke when trying to remove it from the tibial bone. The surgeon managed to pry the broken piece out of the pin driver and then managed to fit that onto the bent square end of the pin and reverse it out. Based on the information provided of the delay and inconvenience, patient injury/impact could not be concluded.